Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The loose drive support disk was inspected and no anomaly noted.no moisture damage found on the electronics, motor, battery tube, vibrator and assembly noted. The pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the device was dropped on the floor in the shower. The customer's blood glucose at the time was 400mg/dl. The customer treated high levels with manual injection. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.